Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and another manufacturer's right atrial (ra) lead exhibited noise. Review of device memory revealed that the noise was oversensed resulting in storage of several non-sustained ventricular tachycardia (nsvt) episodes. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Subsequently, during device replacement, damage was observed to the device header. The device was explanted and replaced. The leads remain implanted and in service. No adverse patient effects were reported.

Event description:
--